Event description:
The customer's mother called for assistance with an infusion set change. Found that the customer was experiencing a high blood glucose of 276 mg/dl at the time of the call. The caller stated that the customer has taken all of her nightly medication, and she is "completely out of it". The caller stated that she would be taking the customer to the emergency room. Later, the customer called to report that she was hospitalized with a blood glucose of 511 mg/dl. The customer stated that she had low blood pressure, a urinary tract infection, and a reaction to the medication she was taking. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, high pressure and self tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.